Event description:
It was reported that due to earlier than anticipated battery depletion of a implantable cardioverter defibrillator (ICD) an intervention was required to explant and replace the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products. Model: 7120-65, competitive implantable tachy lead, implant: (B)(6) 2010; model: h607m63, annuloplasty heart band, implant: (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.